Event description:
It was reported that the customer is receiving no delivery alarms. Customer's spouse stated that the customer has been changing the infusion set and has noticed some bent cannulas. Customer is running out of supplies. Last blood glucose value is 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.